Manufacturer narrative:
Eval summary: no data regarding product identity was rec'd, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Hua zhong md, effect and safety of intravitreous injection of bevacizumab combined with ex-press miniature glaucoma device implant for neovascular glaucoma. Gouju yanke zazhi (int eye sci) 2013;13(12):2443-2445. (B)(4).

Event description:
In a literature report, the author evaluated the effect and safety in the treatment of neovascular glaucoma (nvg) by using treatment with medication combined with a glaucoma filtration device implant. In the study, 19 eyes (18 pts) with angle closure nvg were treated by intravitreous treatment with medication combined with a glaucoma filtration device implant after atrophy of iris neovascularization. In a 12 month f/u period, the regressions of iris neovascularization, intraocular pressure (iop) changes, characters of filtering bleb and complications of intravitreous injection and surgery were observed. It was reported that the treatment failed in 3 eyes. Scaring of filtering bleb and elevation of intraocular pressure occurred in one eye. The iop was kept under control after a separation of filtering bleb procedure was performed. New vessels reoccurred in one eye and the iop was elevated and failed to be kept under control with drug therapy, therefore cyclocryotherapy was performed for the treatment. Fundus hemorrhage occurred again in one eye, and a vitrectomy in addition to laser retinal photocoagulation was performed. There are three medical device reports for this file. This report is for the scaring of filtering bleb and elevated iop.